Manufacturer narrative:
(B)(4). Date of initial report : 03/04/2015. Date of follow-up report : 03/17/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Event description:
The customer reported the device could not seal tissue completely and bleeding occurred. The seal was incomplete at two points of the branch vessels of the greater omentum and from an area of mesentery. Operating time was not extended and no additional tissue resection was required. There was no tissue damage and nothing fell into the cavity. The bleeding that occurred was a slight oozing.

Manufacturer narrative:
(B)(4). Date of initial report : 03/04/2015. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.